Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a fall, the patient experienced ineffective therapy. X-ray imaging confirmed that the lead had migrated, as a result surgical intervention took place on (B)(6) 2023 wherein the lead was placed back into midline to address the issue.

Manufacturer narrative:
Date of event is estimated.